Event description:
It was reported that wand was being used and a small white piece of plastic came away from the head. Piece fell into the patient and it was recovered with graspers. A backup was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
The returned devices, intended for use in treatment, were returned as an MDR for evaluation. There was a relationship between the returned devices and the reported event. Visual inspection under magnification shows moderate screen wear and electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. A part of the spacer is broken off. There are no manufacturing abnormalities visually observed with the returned device. The returned device had no functionality and registered an error e-7 when plugged into a known good quantum controller. The error was by-passed using a fixture box (p/n 23638) and the device performed as intended. The suction line was tested and is clogged by dried parts of tissue. A back flush could not clean the line and the suction tube is still clogged. The complaint was verified, however the root cause could not be determined with confidence since the device was comprehensively used and was probably damaged due to an extensive usage.